Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that after an unspecified procedure, the power seal failed, causing post-operative bleeding resulting in reoperation and transfusion. The patient is reported to be currently stable. No further information was provided.